Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix rx biliary preloaded stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, while attempting to place the stent, the duodenal scope fell back and the position of the guidewire (hydrajagwire, bsc) in the common bile duct was lost. The guidewire and the stent were removed from the scope and it was noted that the stent had released from the delivery system inside the scope. The scope was removed from the patient. It was reported that the introducer was not pulled to deploy the stent; however, the suture of the device was noted to be broken. There were no issues with the guidewire used in this procedure. The procedure was completed with the same guidewire, another scope and another advanix rx biliary preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent prematurely deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.